Manufacturer narrative:
A biomérieux internal investigation was completed following notification from a customer in the united kingdom regarding cycle failures when using vidas® 3 [r], ref. (B)(4) serial no. (B)(6), due to aspiration errors and transport liquid pressure center errors in automatic and manual mode (specifically error 522 and 0502, which indicated that sample quality affected the aspiration process). The investigation actions and findings are outlined below.1. Immediate actions taken.the instrument log files were collected. The pump was replaced by the field service engineer (fse).2. Investigation findings.the analysis of the log files showed the following information:the overall error rate was low (0.08%), with no indication of a section-specific issue.most error 522 events occurred on standards or controls, with only six (6) affecting samples from patients. The assays impacted by these errors do not fully align with the reported test losses. Moreover, no error was recorded for the vidas® 25 oh vitamin d total ref. (B)(4) assay on (B)(6).the analysis of pipettor logs revealed a noticeable increase in error 0502 during september, which is commonly associated with sample quality issues such as fibrin or air bubbles. Also, among the 522 errors, only one involved the instrument¿s internal pipettor; the others were manually launched, which may increase the likelihood of handling-related issues.it was also noted that new staff were working in the laboratory during this period, which may have contributed to variability in sample preparation. This supports the hypothesis of pre-analytical factors influencing the observed errors.from a service perspective, the pump replacement was performed without a prior functional operational test (fot). The post-replacement fot showed no anomalies, suggesting the pump was functioning correctly.3. Root cause and conclusion.based on the investigation, no malfunction nor technical issue was found with the vidas® 3 [r], ref. (B)(4), serial no. (B)(6). The errors observed are consistent with pre-analytical factors, particularly sample handling and preparation. The aspiration error was triggered under expected conditions due to sample anomalies. The root cause is procedural (pre-analytical factors, particularly sample handling and preparation) rather than technical.according to the above data, the performance of the vidas® 3 [r]. Ref. (B)(4), serial no. (B)(6) is conform to the expected specifications.note: imdrf code a (medical device problem code) was updated from "a050703 failure to cycle" to "a1412, pumping problem" following the investigation findings to better highlight the customer's reported issue of sample quality impacting pumping function.

Event description:
Product description: the vidas® 3 system is a complete standalone immunodiagnostic system intended for trained and qualified laboratory technicians (daily routine use) and laboratory administrators (application configuration). The vidas® 3 system is intended to be used with vidas® reagents in clinical laboratories only. This device is an in vitro diagnostic medical device for professional use only. Issue description: on (B)(6) 2025, a customer from united kingdom notified biomérieux of obtaining cycle failures when using vidas® 3 [r] (ref. 412590r, serial no. (B)(6)). The customer tried to perform testing with the vidas® 3 [r] but faced cycle failures due to aspiration errors and transport liquid pressure center errors in automatic and manual mode. These issues occurred with eleven (11) total tests for multiple assays: four (4) vidas® tsh tests, two (2) vidas® 25 oh vitamin d total tests, two (2) vidas® lyme igm tests, two (2) vidas® lyme igg tests, one (1) vidas® vit b12 test. The total number of impacted patients was not reported. The customer did report that the two (2) tests for vidas® 25 oh vitamin d total (ref. (B)(4)) were performed on the same patient¿s sample, and it failed due to cycle issues. There was no indication of patient harm or incorrect treatment. However, the customer did report delays in obtaining results for this patient as he will need to be recontacted for a fresh sample. Regarding the other tests performed, the customer did not report any patient¿s impact of this issue nor any delayed of results. A biomérieux internal investigation will be initiated.